Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the up arrow button due to moisture damage noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was unknown. Customer wears the device in her bra under her arm, so the buttons may have been pressed for longer than three minutes. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.